Manufacturer narrative:
The biosense webster inc. Product analysis lab received the device for evaluation on 1/3/2019. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Investigation summary: it was reported that a 70-year-old male patient underwent an ablation procedure for idiopathic ventricular tachycardia with a thermocool® smart touch® sf uni-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During the final ablation on the anterior wall of the right ventricle, a steam pop occurred at about 35-40 watts. Patient¿s blood pressure dropped slightly. Cardiac tamponade was confirmed by intracardiac echo (ice). Pericardiocentesis was performed to remove an unspecified amount of fluid from the pericardial space. Patient was reported to be in stable condition after pericardial drain. The patient required extra care due to the adverse event. However, per the biosense webster representative¿s knowledge, this did not add to the time the patient would have spent in the hospital for the ablation. Patient¿s outcome is recovered with no further complications. The device was visually inspected, and it was found in good conditions. The magnetic sensor was tested on carto and the catheter was properly visualized and no errors were observed. Then, the force sensor was tested, and it was working properly, the force values were observed within specifications. Then, electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Then, the irrigation and deflection test were performed, and it was found within specifications, the catheter was irrigating and deflecting correctly. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The physician did not attribute the causality of the event to a biosense webster, inc. Product malfunction. Product complaint # (B)(4).

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record (DHR) for the lot number 30083656l has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Concomitant products: biosense webster, inc. Product - smartablate generator, catalog #: unknown, serial #: unknown; biosense webster, inc. Product - carto system, catalog #: unknown, serial #: unknown; non-biosense webster, inc. Product - st. Jude medical agilis nxt 8.5f sheath. Manufacturer's reference # ==> (B)(4).

Event description:
It was reported that a (B)(6) year-old male patient underwent an ablation procedure for idiopathic ventricular tachycardia with a thermocool® smart touch® sf uni-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During the final ablation on the anterior wall of the right ventricle, a steam pop occurred at about 35-40 watts. Patient¿s blood pressure dropped slightly. Cardiac tamponade was confirmed by intracardiac echo (ice). Pericardiocentesis was performed to remove an unspecified amount of fluid from the pericardial space. Patient was reported to be in stable condition after pericardial drain. The patient required extra care due to the adverse event. However, per the biosense webster representative¿s knowledge, this did not add to the time the patient would have spent in the hospital for the ablation. Patient¿s outcome is recovered with no further complications. The physician did not attribute the causality of the event to a biosense webster, inc. Product malfunction. The event was most likely related to the steam pop occurred during the procedure in an area difficult to ablate. It is possible that difficult anatomy could also have contributed to the adverse event. No error messages were observed on any biosense webster, inc. Equipment during the procedure. Biosense webster does not recommend the use of its devices in the epicardial space. Transseptal puncture was not performed. An agilis nxt 8.5 fr sheath was used during the procedure. The generator was used in power control mode with a temperature-cut off set to 40 degrees celsius. The power did not titrate during the ablation. The parameters observed in the area of the steam pop included average of 40 watts and 15-20 g of force, the impedance was variable during the ablation ranging from 130-170 ohms and the temperature was also variable averaging 23 degrees celsius. Several ablations were performed at the site of the injury, the average ablation times in the area of steam pop were 20-60 seconds. The last ablation cycle time was around 45 seconds. The catheter irrigation was set at 8 ml/min and 15 ml/min depending on the wattage used. The patient received anticoagulant during the procedure with an activated clotting time (act) of 250-300 seconds. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable. The steam pop issue was assessed as not reportable. Steam pop is not considered to be a device malfunction. Steam pop is an expected physiological phenomenon.